Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument was not working as usual. There was a message displayed "inspect jaws for possible damage. Incomplete activation cycle." The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following information: the instrument inspected prior to use and no damage was observed. Surgeon explained that instrument was not working as usual while trying to seal. There was a message displayed indicating "inspect jaws for possible damage. -incomplete activation cycle." There was a continuous tone while the pedal was pressed until error message. Three ascending fast audible tones were not heard suggesting sealing or sync mode cycle was completed successfully. Tissue effect was observed during the sealing/synch cycle, there was no tissue ever cut that was not fully sealed. The target tissue was not under tension during the sealing/cutting process, the vessel was not greater than 5 mm in diameter and there was no evidence of vessel calcification. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted, jaws were irrigated while in use. There was no unexpected additional bleeding experienced by the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was found to have the jaw cover torn. The tears measured roughly .1175" x .0670". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. The jaws did not open and close properly as the cover is extended to the base of the jaws. The probable root cause is attributed to use conditions.